Manufacturer narrative:
User reportedly was transgressing with his rollator while attempting to take a trash bag to the end of his driveway. He stopped because he was fatigued sat down and the device collapsed on the left side as the caster reportedly bent inward. The user allegedly sustained a broken humorous. The dealer reported that the wheels were replaced in (B) (6) 2009 by their facility. If the caster was permitted to loosen, improper maintenance of this type can result in bending and eventual fracture of a stem bolt. Current user guides cover this area. MDR filed based on alleged serious injury.

Event description:
The consumer states he was taking out a bag of trash 50-60 feet down the driveway, when he sat on the seat of the rollator. The next thing he knew, he was allegedly looking upwards. The consumer allegedly sustained a broken humerus.